Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was discovered on an unknown date that the handle of the impactor was "brushed off". It was not used in the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the device shows marks and wear of frequent or forcible use. The weld joint between the handle and the shaft broke and therefore the device fell apart. The microscopic investigation of the weld joint does not show any irregularities to the specifications. The manufacturing records were reviewed and no complaint related issues were found. We suppose that a mechanical overloading situation led to the damage. No product fault could be detected. Device was used for treatment, not diagnosis.